Manufacturer narrative:
Report date: 25jan2019. Date rec'd by MFR: 23jan2019. The manufacturer¿s international service technician could not confirm / duplicate the reported noise issue. The manufacturer¿s international service technician replaced the blower assembly to prevent the recurrence. The unit was checked overall, run in tested, cleaned and functionally tested and no abnormality was confirmed. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of report : 20jun2019, date rec¿d by MFR : 06may2019. The blower assembly was returned to the manufacturer's failure investigation lab for evaluation. Visual inspection of the blower assembly revealed no signs of physical damage and contamination. The blower assembly¿s end cap was removed and a visual inspection of the impellers and surroundings did not reveal any signs of rubbing, damage, or contamination. The blower assembly was installed into the fi test ventilator to verify & test its functional integrity. From testing, it was determined that the test ventilator utilized with the returned blower assembly passed all testing, and no errors were generated, nor any abnormal sounds/ noise. The reported complaint of a ventilator with a noisy blower was not duplicated, no fault was found on the returned blower assembly. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
On (B)(6) 2018. On 11jan2019. International UDI: (B)(4). Reporter phone number unknown. A follow-up report will be submitted once the investigation is completed.

Event description:
The customer reported that while the unit was in use on the patient, the noise from the inside of the unit kept on sounding at both inhalation and exhalation. No patient or user harm was reported. The event date was not specified; estimate used.